Event description:
It was reported that nurse stated that the arctic sun device placed but pads and patient were not being cooled. Denies any alerts or alarms. Patient temperature (pt) 37.4c, target temperature (tt) 36c, water temperature (wt) 30.6c, water flow rate (wfr) 3.1 l/m. 4 pads connected. While speaking with nurse, device alerted 113 reduced water temperature control. System diagnostics: t1 30.7c, t2 30.6c, t3 30.7c, t4 4.1c, water flow rate (wfr) 3.1 l/m, inlet pressure (ip) -7 psi, circulation pump command (cpc) 82%, mixing pump command (mpc) 100%, heater 0, water reservoir level (wrl) 3 system hours 6353.6 pump hours 6048.9. Device send to biomed labeled 113. Nurse states they didn't believe they have another arctic sun device and noted they would need to find an alternate method for cooling if no other arctic sun device was available. Sn (B)(6).

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd h3 other text : the device was not returned

Event description:
It was reported that nurse stated that the arctic sun device placed but pads and patient were not being cooled. Denies any alerts or alarms. Patient temperature(pt) 37.4c, target temperature(tt) 36c, water temperature(wt) 30.6c, water flow rate(wfr) 3.1 l/m. 4 pads connected. While speaking with nurse, device alerted 113 reduced water temperature control. System diagnostics: t1 30.7c, t2 30.6c, t3 30.7c, t4 4.1c, water flow rate(wfr) 3.1 l/m, inlet pressure(ip) -7 psi, circulation pump command (cpc) 82%, mixing pump command(mpc) 100%, heater 0, water reservoir level(wrl) 3 system hours 6353.6 pump hours 6048.9. Device send to biomed labeled 113. Nurse states they didn't believe they have another arctic sun device and noted they would need to find an alternate method for cooling if no other arctic sun device was available. (B)(6).